Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system displayed a hardware failure. An error appeared on the medstation indicating hardware failure and storage space failed. The customer had attempted to reboot the machine, but the issue continued to persist, and the main drawer was not opening for any medication. The customer stated that they were unable to issue the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist advised the customer to check the maintenance options and perform a recovery storage space. Customer confirmed that the issue was successfully resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.